Event description:
Pt was on the table when the table collapsed from a rotated position. The pt fainted but was not injured.

Manufacturer narrative:
A portion of the base plate to which a bearing is attached cracked. This part evidently separated while the table was being tilted, resulting in loss of the table angulation. In all likelihood the crack developed some time in the past, from causes not known. Failure to detect and replace this part failure resulted in the reported event. The failed part was replaced and the unit placed back into service by ge service personnel. Preventive maintenance of this device is not performed by ge, per customer choice.